Manufacturer narrative:
(B)(4). Date sent: 8/12/2021. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 07/01/2021. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? The patient had a preop egd showing a small hiatal hernia, severe reflux esophagitis with biopsy proven barrett's esophagus. Her manometry studies showed normal resting les pressures with an average distal wave amplitude of 62.9, a mean dci of 954, and 100% esophageal bolus clearance with no failed swallows. As she had biopsy proven barrett's, a bravo ph study was not obtained. On what date did the implant take place? Implant was placed on (B)(6) 2021. A size 13 implant was placed. The device was removed on (B)(6) 20/21. What is the lot number of the linx device? Unknown right now. When using the linx sizing device what technique was used to determine the size? The patient had an unusually small esophagus. The sizing technique I typically use is to go down to make sure the sizer can move back and forth without constriction on the esophagus. I then confirm by dialing down until the magnet pops which is typically 3 clicks lower than the size I use. In her case her esophagus was so small that a size 12 would have been appropriate, but the size 13 still fit, all be it a bit on the loose side. Did the patient have an autoimmune disease? Patient had no autoimmune disease. Is the patient currently taking steroids / immunization drugs? The only steroids the patient was taking were those given post operatively to help try to manage the dysphagia. Otherwise she normally did not take any steroids or immunization medications. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? The patient presented for her initial consultation with dysphagia that had been attributed to her reflux esophagitis by two separate gastroenterologists, and as such was then referred for surgical evaluation by gi. How severe was the dysphagia/odynophagia before intervention? Patient noted significant preoperative dysphagia but initially said it was not impacting her ability to eat solid foods. Prior to surgery it was confirmed with the patient that she felt she would be able to be compliant with the solid food requirements of the post operative diet. After explant the patient admitted that she underrepresented the severity of her preoperative dysphagia, and in reality was eating almost no solid foods, subsiding almost entirely on protein shakes for almost a month prior to her initial consultation. After placement of the linx the patient refused to eat any solid foods despite repeated warnings of the high likelihood of stricturing and worsening dysphagia, and only attempted to eat soft foods on 2 occasions, but immediately stopped when she experienced some dysphagia. Were there any intra-operative complications during implant? There were no intraoperative complications. Was there any hiatal or crural repair done at the same time as the implant? A 3cm hiatal hernia repair using both anterior and posterior sutures was performed during the operation. There was no paraesophageal component to the hernia. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? The device was removed largely due to the dysphagia, but the patient was also malnourished at baseline with a bmi of 16.6 preoperatively. Her dysphagia was causing her further weight loss, as her bmi dropped to 14.8 at the time of explant due to her difficulty with oral intake. That hassened to decision to explant. Prior to explant the patient did undergo 2 courses of medrol dosepak and one endoscopy with balloon dilation, but she had no improvement at all with any of the interventions. Besides the reported dysphagia, what was the reason for removal of the linx device? See answer above. Was the device found in the correct position/geometry at the time of removal? At the time of removal the device was found to be in correct position, the hernia repair was intact, and intraoperatively and endoscope was easily able to move through the device without issue.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2021. Additional information was requested, and the following was obtained: the lot number was 15752. The DHR for lot 15752 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted on (B)(6) 2021 due to dysphagia.